Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that during the implant procedure, the implanted leads tested appropriately before the pacemaker was connected. After connecting the device, the lead parameters changed and there was no ventricular sensing observed. A new pacemaker of the same model was provided and exhibited normal function. No adverse patient effects were reported. The attempted pacemaker was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, the implanted leads tested appropriately before the pacemaker was connected. After connecting the device, the lead parameters changed and there was no ventricular sensing observed. A new pacemaker of the same model was provided and exhibited normal function. No adverse patient effects were reported. The attempted pacemaker was expected to be returned for analysis.